Event description:
It was reported that during an operating room procedure involving phacoemulsification with the vrt ai tubing, a rupture of the capsule occurred. As a result, a vitrectomy will be performed on the patient, and an enclavation lens will be implanted. The patient¿s current status and details regarding recovery or further medical attention remain unknown. No additional information was received. This report is for the verita vision system. Different reports are being submitted for the other suspect products.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The veritas vision system is not an implantable device. Section d6b - explant date: not applicable. The veritas vision system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.